Event description:
A user facility reported that an intraocular lens (iol) became damaged in the cartridge of an iol delivery system. Pt impact is unknown. Add'l info has been requested.

Event description:
The user facility provided additional info slating there was no pt impact/injury associated with this event. In the surgeon's opinion, the cartridge did not malfunction.